Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Patient was brought into the clinic due to multiple inappropriate shocks caused by noise on the rv lead. There was noise on the ff as well and it was reproducible when the patient was moving his arm. Recommended getting an x-ray and turning therapy off. Device remains implanted.